Event description:
Caller states the patient tested 2.1 inr on the coaguchek xs system and 5.7 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer alleged that during inservicing of two sterrad nx sterilizers, a hospital employee stated she noticed there was a "fog" in the sterrad room. There was no report of patient injury.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse could not duplicate problem. Fse ran both involved units with the vacuum pump on. Inspected for oil mist from filter and rear fan area. Could not see or smell oil from unit. System meets manufacturer's specifications. This is one of two 3500a reports being submitted. Please reference manufacturer report number 2084725-2009-00528.